Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 08/21/2017. The complaint of error icon displayed on receiver was confirmed. Data investigation confirmed an error icon on 08-01-2017. A root cause could not be determined post investigation.